Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance and high capture thresholds were observed. A new lead was implanted with good measurements.